Event description:
The resident was being moved back to the bed from a chair. While in the air between the chair and bed, the hanger bar broke and dropped the resident to the floor. The facility was unsure of the resident's injuries at the time of the report. She had increased pain, but is unable to speak and tell the facility about the pain.